Manufacturer narrative:
Unit is being returned to the company's national repair center for further evaluation.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 and ECG monitoring. No patient injury was reported.